Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the geometry could move intermittently and recover after restart. The customer was offered with the online service. No service has been performed by philips since the quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were not functioning. The device was inside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.